Event description:
The customer contacted stryker to report that their device intermittently lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The cause of the reported issue was isolated to the system board flex cable. After seating the cable properly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.